Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified; deformation, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade 3," "fluid collection," and "chronic nonspecific inflammation, minimal." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade 3," "fluid collection," and "chronic nonspecific inflammation, minimal." Device was explanted.